Manufacturer narrative:
This ipg serial number was included in a field advisory. Add'l info: 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing discomfort at the ipg site (the ipg is implanted in the pt's lower buttock region). The pt has reportedly lost a large amount of weight since first implanted. The pt stated she feels like she is sitting on the ipg which causes her discomfort. In addition, the pt has experienced difficulty charging the ipg and is no longer receiving stimulation. Surgical intervention will be undertaken at a later date to resolve the issue.